Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that the system had aspiration issues. At the time of this report it was unknown when did the event occurred. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was provided by a company representative. There was no patient involved as the event occurred before surgery, during priming. There were ultrasound issues with the handpiece.